Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions/ allergic reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune disorder ("autoimmune issues") in a 40-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation". The patient's past medical history included constipation, c-section and depression. Concurrent conditions included bruising, asthma, urination difficulty and body mass index normal. Concomitant products included intrauterine contraceptive device (iud nos) for birth control as well as eszopiclone (lunesta) since (B)(6) 2017, fexofenadine (allegra), gabapentin since 2009, methotrexate since 2009, methylprednisolone (medrol), multivitamin and sertraline (zoloft) since 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 4 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramp"), rash pruritic ("itchy rash"), urticaria ("hives "), nausea ("nausea"), weight increased ("weight gain"), colitis ("colitis"), irritable bowel syndrome ("irritable bowel syndrome (ies)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) and surgical removal of the essure device, pelvic surgery) and surgery (total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, autoimmune disorder, pelvic pain, rash pruritic, urticaria, nausea, weight increased, colitis, irritable bowel syndrome and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, colitis, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash pruritic, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. New reporter added. New events hives, nausea, pain, weight gain, colitis, irritable bowel syndrome (ies) and fatigue were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions/ allergic reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune disorder ("autoimmune issues") in a 40-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation". The patient's past medical history included constipation, c-section and depression. Concurrent conditions included bruising, asthma, urination difficulty and body mass index normal. Concomitant products included intrauterine contraceptive device (iud nos) for birth control as well as eszopiclone (lunesta) since october 2017, fexofenadine (allegra), gabapentin since 2009, methotrexate since 2009, methylprednisolone (medrol), multivitamin and sertraline (zoloft) since 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 4 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramp"), rash pruritic ("itchy rash"), urticaria ("hives "), nausea ("nausea"), weight increased ("weight gain"), colitis ("colitis"), irritable bowel syndrome ("irritable bowel syndrome (ies)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) and surgical removal of the essure device, pelvic surgery) and surgery (total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, autoimmune disorder, pelvic pain, rash pruritic, urticaria, nausea, weight increased, colitis, irritable bowel syndrome and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, colitis, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, rash pruritic, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reactions/ allergic reaction associated with nickel allergy'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune disorder ('autoimmune issues') in a 40-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation". The patient's medical history included constipation, c-section, depression, gestational diabetes, skin cancer, cesarean section (2), endometrial ablation and thyroid operation. Concurrent conditions included bruising, asthma, urination difficulty, body mass index normal and dermatitis. Concomitant products included intrauterine contraceptive device (iud nos) for birth control as well as eszopiclone (lunesta) since (B)(6) 2017, fexofenadine hydrochloride (allegra), gabapentin since 2009, ibuprofen, loratadine (lortab), methotrexate since 2009, methylprednisolone (medrol), multivitamin, oxycodone hydrochloride;paracetamol (percocet) and sertraline hydrochloride (zoloft) since 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"), 4 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain ("pain"), nausea ("nausea"), fatigue ("fatigue") and pain ("generalized pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramp"), rash pruritic ("itchy rash"), urticaria ("hives"), colitis ("colitis") and irritable bowel syndrome ("irritable bowel syndrome (ies)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and hysterectomy (full) and surgical removal of the essure device, pelvic surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, autoimmune disorder, pelvic pain, rash pruritic, urticaria, nausea, weight increased, colitis, irritable bowel syndrome, fatigue and pain outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, colitis, fatigue, irritable bowel syndrome, menorrhagia, nausea, pain, pelvic pain, rash pruritic, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2006: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and medical record received. Event added: generalized pain. Medical history and concomitant drugs were added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions/ allergic reaction associated with nickel allergy"), autoimmune disorder ("autoimmune issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation". The patient's past medical history included constipation, c-section and depression. Concurrent conditions included bruising, asthma and urination difficulty. Concomitant products included intrauterine contraceptive device (iud nos) for birth control as well as eszopiclone (lunesta) since (B)(6) 2017, fexofenadine (allegra), gabapentin since 2009, methotrexate since 2009, methylprednisolone (medrol), multivitamin and sertraline (zoloft) since 1995. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 4 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramp") and rash pruritic ("itchy rash"). The patient was treated with surgery (plaintiff underwent a surgical removal of the essure device, pelvic surgery), surgery (total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, autoimmune disorder and rash pruritic outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, menorrhagia, rash pruritic and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr added, reporter added, patient historical and concomitant condition added, lot number added, event added from pfs are as follows- abnormal bleeding (vaginal, menorrhagia), itchy rash, cramps, did not undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions/ allergic reaction associated with nickel allergy") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted for female sterilisation. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent a surgical removal of the essure device, pelvic surgery). Essure (ess205) was removed in 2006. At the time of the report, the allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals and autoimmune disorder to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 16-nov-2017: lawyers added (legal case), essure start updated from 2007 to 2005, stop date from 2007 to 2006, essure company drug code updated, event allergic reaction associated with nickel allergy was clubbed with previously reported event allergic reactions, recoded to medra llt nickel sensitivity. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. In 2007, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent a surgical removal of the essure device). Essure was removed in 2007. At the time of the report, the hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and hypersensitivity to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.